Event description:
The wire was difficult to remove through the arterial line catheter, so catheter removed and then guidewire. Once the wire was pulled back, it appeared fractured (central core wire fracture, not surrounding coil) as coiled wire came uncoiled/stretched and the fractured, distal end became caught on the skin requiring me to make the incision at the skin larger in order to remove the entire wire. It appeared the entire wire was removed but an x-ray of the left wrist was taken and showed no radio-opaque foreign body in the left wrist.